Event description:
It was reported that the patient presented to the clinic remotely via data transmission. Upon review of the transmitted data, the right ventricular lead exhibited noise oversensing which resulted in inappropriate shock. Lead fracture was noted. The patient was admitted to the hospital to resolve the anomaly. "This report reflects information received by FDA in the form of a notification per 803.22 (b)(2)"